Event description:
Hcp reported after pump refill with dilaudid, patient at home became unconscious. Admitted to ICU, drug removed from pump, pump shut off, and patient placed on narcan drip. Patient recovered and "looks good". A follow up report will be sent when additional information is received.